Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150mm. The patient was not a good candidate for endovascular aneurysm repair because of a reverse tapered aneurysm neck; however, it was reported that the patient insisted on endovascular repair rather than have open surgical repair. The patient has a history of renal stenosis and carotid artery disease. No complications were reported during the implant procedure, and final angiogram demonstrated a successful outcome with exclusion of the aneurysm. A type ii endoleak was noted at the time. It is unknown if the endoleak was resolved. In 2002, the patient presented with left flank pain and the aneurysm found to be tender. The aneurysm had increased in size, and a computerized tomography (CT) scan demonstrated that the aneurysm was leaking with localized hematoma in the left psoas muscle. The patient underwent open surgical aneurysm repair. During the procedure, a crack in the aneurysm wall was noted. The patient was successfully converted, and was reported to be fine. The explanted stent graft was discarded.